Event description:
Fellow went to remove lumbar drain and the end of the catheter broke off (around 3 cm) and remained in patient. Pt was taken to CT scan and it was determined that the catheter was not in the canal and no intervention is warranted at this time.